Manufacturer narrative:
The device used in treatment has been returned and evaluated establishing a relationship with the reported event. The visual inspection found no visual issues. The functional evaluation was performed. When fresh batteries were inserted, the device did not function. This confirmed that the device entered a non-recoverable error state. Performance data shows that an unrectified blockage is the cause of the device entering an error state. A user error has been identified as the root cause. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances of the reported events. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. The instructions for use provide comprehensive instructions of the operation, use and limitations of the device. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when the outpatient came to the hospital on the 4th day of npwt utilizing a pico 7, it was noticed that all the indicator lamps have illuminated and the dressing was wet. The patient stated that he took off the pump and took shower before coming to the hospital. A wound dressing was temporally applied on the wound until a backup device will be available. No patient harm. No delay was reported.